Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted and passed. The log was downloaded and reviewed finding firmware errors. Functional test was performed and it passed. The receiver case was opened, the internal inspection passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon displayed. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.